Manufacturer narrative:
Follow-up # 1 date of submission 07/25/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that the total daily doses added up to correctly reflect the user¿s programmed basal rate. There were no missing basal rate changes observed in the basal history. The pump was tested for 24 hours on a 1 unit per hour basal rate. The pump did not change the basal settings during testing. The complaint could not be verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; total daily dose program not running correctly on a consistent basis. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.